Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration data confirmed that all results were within expected ranges. The customer did not follow the recommendations outlined in the method sheet, which specify that all initially reactive or borderline samples should be retested in duplicate and confirmed using supplemental methods, such as immunoblot or hcv rna detection. Single false positive results are covered by the assay's specificity claim. The root cause was attributed to the lack of confirmatory testing and adherence to the method sheet instructions. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a possible false positive result with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The first sample tested with the anti-hcv ii assay generated a result of 17.4 coi (positive). A second sample from the same patient, collected via fresh bleeding, generated a result of 17 coi (positive). Both samples were subsequently tested on the vidas and beckman coulter dxi600 systems, which produced negative results. No confirmatory testing, such as immunoblot or hcv rna detection, was performed. No patient history or additional pre-analytical information was provided.